Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the smart device was not getting the audio for his alerts. No additional patient or event information is available. Data was provided for evaluation. The reported not getting the audio for his alerts was not confirmed via data. The root cause could not be determined.